Manufacturer narrative:
The returned device was reported for the catheter having inaccurate temperature perception. Visual inspection of the device revealed no visual damages were found in the device. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The electrical test was performed and no short circuits were detected. However an intermittent opened circuit was detected in the thermistor line. The opened circuit was isolated and it was located in the joint between the connector wire and the thermistor line. The ablation test was not possible to be performed due to it showed the error d06-temp out of range. The joint where the opened circuit was dissembled and it was discovered that the wire and the thermistor line were not correctly attached.

Event description:
It was reported that a blazer ii htd was used in a atrial fibrillation (af) radiofrequency ablation procedure. When the catheter was introduced into the there was no temperature perception. It was also reported that no error messages were displayed. No patient complications were reported.

Event description:
It was reported that a blazer ii htd was used in a atrial fibrillation (af) radiofrequency ablation procedure. When the catheter was introduced into the there was no temperature perception. It was also reported that no error messages were displayed. No patient complications were reported.